Event description:
It was reported when using the bd pyxis¿ es server, station was in critical override. The customer did not reported delay in dispensing medication to patients and there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override. A technical support specialist (tss) dialed the application server and ran a downtime query. The tss found that the carefusion coordination engine xml time and last heartbeat local date time were all up and running, and current with the server time. The health sight viewer was checked, and it was noted that the facility had been cleared of any critical override notices. The tss then restarted the bd data synchronization server service. A critical override history was run, and it was observed that the issue had been caused by an inbound synchronization delay. All stations in the facility had already been cleared from critical override. The customer confirmed that everything appeared to be functioning well at that time. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.